Manufacturer narrative:
MDR (B)(4). MDR 3003442380-2025-06454. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced infusion set decreased absorption issue event on 02-mar-2026. The insertion site was left abdomen. The blood glucose level was high. No further information is available.